Event description:
It was reported that a patient underwent an anterior cervical fixation at c6-c7 and that the cage migrated anteriorly. It was unknown whether the patient presented with involuntary movement. A revision surgery was performed. There was no information regarding the patient¿s postoperative state of daily activities and whether the patient fell postoperatively. Also, it was unknown whether the patient was wearing a post-op corset . It was reported that he cage migration was revealed at the time of a regular follow-up visit. At the revision surgery, initially implanted was one type of spacer. This spacer was removed and replaced with another instead. The procedure was completed without problems.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. (B)(4).